Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported that her wearable device failed and that she did not have a blood glucose (bg) meter available for backup monitoring. The patient reported feeling disoriented and shaky but expressed concern about taking any medication to alleviate her symptoms without knowing her bg level. The patient did not contact emergency medical services (ems), and no medical intervention was documented at the time of the report. The patient stated that she was still experiencing disorientation and shakiness at the time of reporting. Additional attempts were made to obtain further clarification and event details; however, no response had been received at the time of documentation. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be very low count aberration. No additional event or patient information is available.